Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify but not to duplicate the reported issue. A stryker customer quality engineer reviewed device electronic records and confirmed that total of three uninitiated shutdowns occurred on the device around the times indicated. Rapid battery switching (change of supply battery instigated by the device) occurred during the first instance. The device failed to detect battery 2 during the two shutdown instances. The batteries in use during the shutdown instances were not returned in with the device. The most likely cause of the reported issue was fault is battery 2. The battery 2 significant age (increased likelihood of higher internal resistance) with it not being latched correctly (incorrectly latched or cracked/broken battery latches cause intermittent connection with the device) could have caused the uninitiated shutdowns. The battery pins and coin cell were replaced as precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.